Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted technical services on november 29, 2017. The fcr had been called this morning regarding loss of capture. The device¿s automatic capture feature had been programmed on at implant. The fcr performed a manual pacing threshold test and intermittent loss of capture at 1.6 volts was observed. There was at least one report of greater than two seconds of asystole. However, sensing and impedance measurements are stable. The device¿s rv pacing output is currently programmed to 5.0 volts. Boston scientific received information from the fcr that the patient was presented back to the electrophysiology (ep) laboratory. The transvenous right ventricular (rv) lead was repositioned. The physician was unsure of the cause of the high pacing threshold but may have been the result of a micro dislodgement. The lead remains inservice.